Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of patient, on (B)(6) 2014, to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Distributor did not report any injury or medical intervention.